Event description:
Prior to placing the implant, the shaft separated from the head during trimming. Physician used the implant. After three months, the physician's evaluation of the ear indicated that the head was perpendicular to the tympanic membrane and that he should revise the pt to prevent extrusion. When physician lifted the drum during revision surgery, the head disarticulated from the shaft and came up with the drum. The pt was revised and is doing well.